Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device intermittently would not display an ECG signal using electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.